Event description:
Caller reported a continuous glucose monitor (cgm) error. No adverse impact to the customer's blood glucose level was noted. Customer service provided pump reset instructions, and after resetting, the caller successfully started their sensor session without further errors.